Manufacturer narrative:
(B)(4). The axios stent has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be used during a stent placement procedure performed on (B)(6) 2022. During preparation, when the device was removed from the packaging it "disentangled" (the stent prematurely deployed). The procedure was completed with another device. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned fully covered and undeployed. Visual inspection found the luer was detached from the delivery handle. No other issues were noted to the stent and delivery system. The observed device problem of luer detached most likely occurred due to factors encountered during the manufacturing of the device. An investigation to address this issue is in progress. Product analysis did not confirm the reported event of stent premature deployment. There is no indication of what the customer reported because the stent was returned fully covered and undeployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 07, 2022 that an axios stent and electrocautery enhanced delivery system was to be used during a stent placement procedure performed on (B)(6) 2022. During preparation, when the device was removed from the packaging it "disentangled" (the stent prematurely deployed). The procedure was completed with another device. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.